Event description:
Customer reported, patient developed shaking after receiving IV chemo mixed with saline. Medical intervention was not required and patient returned to baseline. This patient was initiating chemotherapy treatment and was pt's first infusion dose. Proper set up for a secondary chemo infusion was reviewed with reporter. Reporter indicated that the set up for this event was not performed correctly. The necessary head height differential was not established between the primary and secondary containers. The reporter was directed to the carefusion's website to locate the electronic alaris system directions for use and other device and information materials. Additionally, copies of training material in the form of cd's and tip sheets related to secondary infusions were sent to the customer.

Manufacturer narrative:
(B)(4). The customer declined to send in the device for evaluation.